Manufacturer narrative:
Follow-up #1 date of submission 12/09/2015. Device evaluation: the pump with the serial number (B)(4) associated with this complaint was returned and investigated on 11/05/2015 in relation to another complaint. Pump (B)(4) was added to this complaint file on (B)(6) 2015, and the following results of product analysis were obtained from the original investigation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data and alarm history revealed no activity outside of normal use. During testing, the rewind, load, and prime steps were completed successfully with no duplicated call service alarms. The complaint was not duplicated. The pump case was removed, and no internal defects were observed. No defect was found. Correction to suspect medical device serial #.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an unknown alarm on the pump. The reporter indicated that they were unsure of the alarm occurring as the pump was not in hand at the time of the call. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.